Event description:
Advocate's mother received a blood glucose reading of 73mg/dl on the breeze2 meter but was symptomatic for hypoglycemia; she could not walk and was disoriented. The paramedics were called and the customer was re-tested with their meter. The reading was 53mg/dl. The customer was treated , then taken to the emergency room and was fine afterwards the advocate was not clear on the type of treatment given to her mother. The strips will be returned for evaluation. Replacement strips and a new meter were sent to the customer.

Manufacturer narrative:
The initial reporter phone and address were not provided.